Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to systemic infection. Reportedly, the patient had no more implanted products and was recovering well. No adverse patient effects were reported. The rv lead was explanted.